Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable pacemaker device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) discussed to send in data file for analysis to confirm if it was related to cold temperature exposure and to clear for future implant. The device was not implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, it was noted that the device was returned in the original sterile packaging. An evaluation of the device was performed. Review of the device memory confirmed that a low voltage alert, code 1003, was recorded and that the device recorded low temperature readings prior to setting the low voltage alert. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, battery voltage readings that are low enough to set a low voltage alert may result. This appears to be the case with this device. The battery did recover after the device was removed from the cold.

Event description:
It was reported that this implantable pacemaker device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) discussed to send in data file for analysis to confirm if it was related to cold temperature exposure and to clear for future implant. The device was not implanted. No adverse patient effects were reported. Additional information indicated that there is no files have been sent. Additional information indicated that device has no reset and no abnormal faults. Data analysis showed device voltage tracks the temperature and at the present time it has recovered. The fault can be cleared and the device can be used for implant.